Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study and a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and complex regional pain syndrome type ii. It was reported a catheter revision occurred on (B)(6) 2017. The product was returned to manufacturer for analysis. The event date was unknown at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Fdd code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient was receiving fentanyl (1800.0 mcg/ml at 179.9 mcg/day) and bupivacaine ( 30.0 mg/ml at 2.998 mg/day) via an implantable pump. It was noted on 2017 (B)(6), the patient reported increased pain following bolus activation. The patient was scheduled for a catheter revision due to the potential for an inflammatory mass. Surgical observation was performed, on 2017 (B)(6), and an inflammatory mass was found. The same day the catheter was spliced, replacing the spinal segment. The existing spinal segment was tied off at t2. The pre-operative diagnosis indicated "catheter revision secondary to inflammatory mass at catheter tip" and the post-operative states "same". It was indicated the event was related to the device or therapy and related to the drugs fentanyl and bupivacaine. The issue resolved without sequelae on 2017 (B)(6).

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. The catheter was incomplete/returned in segments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.